Event description:
It was reported: unable to thread the catheter through and it became stuck in the hub (it was found to be bent); it did eventually go through, with force. The catheter was replaced. It was additionally reported, the extremely pre-term infant desaturated while the device was unable to suction; it was noted there was no change to the clinical condition of the infant.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 07 nov 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Manufacturer narrative:
Additional information-investigation completion: d4; h2; h6. The product involved in the report event: unable to thread the catheter through and it became stuck in the hub has not been returned for evaluation, additionally no photographic or videographic evidence was provided; therefore, the complaint could not be confirmed. However, this is a known failure mode that is currently under investigation. However, the event described is a known failure mode that has previously been investigated and was traced to the manufacturing process; the investigation detected the machine alarmed as the materials were not segregated correctly. To address this issue, the mold designs were reviewed, employee retraining conducted and visual inspections are performed every hour. The device history record for lot 1577794 was reviewed and the product was produced according to product specifications. All information reasonably known as of 14 jan 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported: unable to thread the catheter through and it became stuck in the hub (it was found to be bent); it did eventually go through, with force. The catheter was replaced. It was additionally reported, the extremely pre-term infant desaturated while the device was unable to suction; it was noted there was no change to the clinical condition of the infant.